Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated he had been charging the ipg every week for 4-5 hours before the ipg stopped functioning. Subsequently, the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.